Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed insert new sensor during a sensor session with no other alert. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. No injury or medical intervention was reported.